Manufacturer narrative:
The reported field event of bvvi was confirmed in the laboratory. Analysis of the device determined that a bad memory read was the cause of the reset. Although it could not be conclusively determined, it is believed that the root cause of the failure is due to an anomalous component within the hybrid circuitry.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient presented to the clinic after receiving a patient notifier. Upon interrogation the device was found to be in back up vvi mode. After unsuccessful attempts to restore the device out of back up mode, the device was explanted and replaced.